Event description:
The pt underwent a trial procedure and received a lead on (B)(6) 2013. It was reported the pt went ot the emergency room due to having a fever and discharge near the lead site. As a result, the lead was removed as a precaution and the pt was given antibiotics. Over time the issue resolved and the pt is doing well. No product will be returned to sjm. An sjm rep was made aware of the event on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.